Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with replace battery now. The patient's blood glucose at the time of incident was 297 mg/dl. Troubleshooting was initiated for the replace battery now alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump will not be returned for analysis.